Manufacturer narrative:
Concomitant medical products: addrs1 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited a fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.